Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep stating the cause of the high impedances was not determined. No actions or interventions were taken that they were aware of to resolve the issue. And the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was admitted to the hospital for an MRI due to a stroke and right side weakness that was unrelated to the device/therapy. An impedance check was run and the values were outside the recommended range: monopolar contact 11 - 10.6k; bipolar contacts 11 & 8 - 10.6k, contacts 11 & 9 - 11.3k and 11 & 10 - 10.2k. It was communicated to the hospital that the rep could not provide guidance to proceed with an MRI. The issue was not resolved at the time of the report. No patient symptoms were reported as related to the device or therapy. No further complications were reported or anticipated with this event.